Event description:
It was reported that a physician attempted arteriotomy closure of the right femoral artery using a starclose device after an interventional procedure. Reportedly, the clip was deployed without incident. Very minimal bleeding was noted from the tissue tract. Manual compression was held for less than one minute. There were no reported adverse patient effects. Though requested no additional information was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report.